Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle was found to be organic silicone. Though the organic silicone found could be a fragment from rubber material used for endoscope accessories however, the material also has wide range of potential origins, therefore, the material origin could not be determined. A definitive root cause of the issue could not be determined, however, it is possible that part of the device was chipped due to deterioration of accessories and entered into the air and water supply pipes, leading to the blockage. The issues may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of combined functions with related equipment. Inspection of entire endoscope 8. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the end of the endoscope. Inspection of objective lens surface cleaning function - when using the air/water supply button (a) water supply inspection 1. Cover the hole in the air/water supply button with your finger. 2. Press the button while keeping the hole covered. Verify that water flows across the endoscopic image. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - were there abnormalities in the accessories used for reprocessing: no - did the customer flush the air/water nozzle / channel with the detergent solution: yes - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes - did the customer flush the air/water nozzle / channel with the detergent solution? Yes olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, had a defective air and water supply. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that a foreign object clogged the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to a dent on channel tube, channel cleaning brush cannot inserted smoothly; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; due to a dent on channel tube, forceps cannot be inserted smoothly; bending tube is deformed; connecting tube has a dent; scope cover unit has a scratch; scope connector has corrosion; scope connector has corrosion; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; image guide protector has a scratch; grip has discoloration; grip has a scratch; scope cover has discoloration; scope cover has a scratch; switch box has a scratch; suction cylinder is shaved; forceps elevator knob has a scratch; up/down knob has a scratch; and right/left knob has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.